Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was taking a long time to charge. The customer¿s blood glucose was 120(mg/dl). Reportedly, the customer continued using the pump for insulin therapy. Replacement charging supplies were sent to the customer.